Manufacturer narrative:
We asked the reporter for xrays images but got provided with no images. The device was also not returned. As per our procedure, no investigation is possible and this complaint is not confirmed.

Event description:
Customer's complaint form reports "~ 2 month post op x-ray revealed that the l4 left setscrew had popped off. Intra-op left l3 setscrew was loose and replaced as well. Dr (B)(6) inspected the setscrew and tulip and reported no visible damages to either. However, dr (B)(6) reported evidence of metallolosis under the set. The soft tissue was black in colour. Not tissue was set for pathology. " we have not receive any xrays images.